Event description:
Rptr noted that the outer box contains a different lot number than the inside syringes. The expiration date is the same. The outer box lot number is 03gd2238 and the inside syringe lot number is 03cd003. Rptr noted opening two separate boxes with the same problem. When the co was contacted they said to use the lot number from the inside individual syringes.